Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing and loss of capture were observed one week post-implant. Lead was explanted and replaced. Patient was good after the event.